Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic procedure on vesicule, there were issues experienced with the loading or firing of the clips. They change the product to resolve the case. No patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.